Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at wrist were undamaged. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the inner edge and outer edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found.

Event description:
It was reported that the mega suturecut needle driver instrument cable was noted to be broken at the tip of the instrument during a da vinci surgical procedure. The instrument was exchanged for a backup. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.